Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the drill guide in loaner set was noticed to be bent on the 1.5mm side of the 2.0/1.5 drill guide. The drill guide was not needed for surgery. There was no surgical delay. The procedure successfully completed. There was no patient consequence. This report is for one (1) 2.0/1.5mm double drill sleeve for 2.0mm cortex screws/blue. This is report 1 of 1 for (B)(4).